Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event while at work, associated with missed meal announcements on the ilet, resulting in a low glucose reading of 42 mg/dl and subsequent loss of consciousness; coworkers escorted the user to the emergency department where a clinician administered glucagon and provided oral carbohydrates, after which the user recovered and resumed use of the ilet. Symptoms included dizziness and loss of consciousness. Outcomes included recovery without hospital admission. Investigation included user interview and troubleshooting with education focused on meal announcement practices. Investigation of this case revealed user technique factors related to missed meal announcements contributing to hypoglycemia. It was concluded that the device functioned as designed and that user practices were the primary contributor to the event.